Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A customer in the (B)(6) tested his blood glucose at 10:30 pm using his contour meter and received a reading of 29.8 mmol/l. He went to bed without taking any insulin. At 3:00 am, the customer's wife tested his blood glucose and received a reading of 1.4 mmol/l. She treated the customer with glucogel and a high glucose drink. The customer stated that he had lost confidence in his meter. He was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.